Manufacturer narrative:
One or more screw unscrewed can be due to a possible fall of the pump. The service reassembled the mechanics and serviced the pump by proceeding with the regular maintenance. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump's display was stained. In addition to what had be reported by the customer, the service found out that the mechanicals screws were unscrewed.